Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to be specified nor identified further, as the device was not sent to the manufacturer for an evaluation. Foreign material was confirmed by the user facility, and was reported to have been removed via reprocessing. No further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the auxiliary water supply tube of the evis lucera elite colonovideoscope was clogged and there was no water supply. The issue was found during reprocessing prior to a diagnostic enteroscope procedure. The olympus field service engineer reported that an unknown foreign material was found in the auxiliary water tube. The customer was able to remove the foreign material during reprocessing. The procedure was completed with another scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.